Event description:
A medwatch email with MDR report number mw5176355 with interaction number (B)(4) received a complaint regarding spinning spiros® closed male luer, red cap, alleging a disconnection leading to a leak during patient use. It was stated in the report that a patient had been sent home with fluorouracil infusion to run over 5 days, utilizing a computerized ambulatory drug delivery (cadd) pump. There was a spinning spiros close system device at the end of the intravenous (IV) tubing. This locking spiros is designed to remain permanently attached to any male luer device once it is activated and spinning. They utilize spiros to eliminate the risk of tubing disconnection. On day 3 of the home infusion, the spiros disconnected from the IV tubing, causing the chemotherapy to leak onto the patient. When they are testing additional spinning spiros and cadd tubing to see if they could recreate the scenario, they determined that an occasional spinning spiros could be removed after activation by pulling straight out, not turning the spiros. They could not tell by simply looking at the spiros which ones would be more easily pulled off the tubing. The variations were not based on different lot numbers. It is not clear what caused the spiros to become detached from the tubing while at the patient's home. It was "locked" and spinning as expected upon dispensing. The pharmacy estimated the amount of drug that was not delivered and prepped a new infusion for the remainder of the dose. Thus, the patient should have received close to the actual full ordered dose. There was a minor delay as the patient returned to the clinic to have the cadd pump changed out.

Manufacturer narrative:
The reported complaint of the spiros disconnecting could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review (DHR) review.